Event description:
The fse reported the system would intermittently not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface board and the cpu. The system operates as intended.